Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the depth gauge is not measuring accurately and is measuring incorrectly during use in surgery. Device was removed from circulation requested by the on call surgeon. The patient suffered no adverse effects. (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device is returned and the investigation is ongoing.

Manufacturer narrative:
The manufacturing evaluation investigation performed by (B)(4) revealed the flat surface, which is used for the length indication at the end of the depth gauge sleeve, is strongly deformed. This deformation makes an accurate measurement impossible as complained. The flat surface is bent outward and has a clearly visible dent at the inner side. This indicates that this surface was exposed too high forces, for example by an incorrect assembling when the inner part is inserted from the backside inside from the front side as designed. This device was manufactured in march 25, 2003 a lot size of (B)(4) pieces and we are not aware of any other complaint for this article and lot number. Based on the age and the used condition of this depth gauge a manufacturing fault can be excluded. No product fault could be detected this complaint was determined to be invalid.